Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's drg ipg was replaced due to the patient experiencing communication issues between the ipg and the patient programmer.